Manufacturer narrative:
Event information including product, initial reporter, and date of procedure was unavailable due to nature of report received. Follow-up to obtain related details was not possible.

Event description:
It was reported that this right atrial (ra) lead exhibited low pace impedance measurements. It was also noted that the lead screw could not be inserted before the set screw on the cathode side and after repeated insertions the connection was made, however the pace impedance measurements remained low. This ra lead was surgically abandoned and replaced. Other than the surgical procedure, no additional adverse patient effects were reported.